Manufacturer narrative:
The consumer's complaint could not be confirmed.. The consumer did not return the glucose meter or the test strips in question. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
Test strip lot # 1020215155, expiration date: 6/30/2017, control solution lot # none. The consumer's blood glucose meter is missing the third digit in the lcd screen. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter will be returned for evaluation. Not yet returned to manufacturer.

Event description:
Reason for call: consumer's son called in stating the bg display was missing segments and a whole digit.